Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 10.0-11.0 mmo/l (aviva) and 3.0 mmol/l (mobile). The patient experienced low blood glucose symptoms of being sweaty, pale, and weak. Husband was able to treat the customer with two glucose tablets. Return of the suspect device was requested for evaluation.